Event description:
Customer reported rewind issues on his insulin pump. He stated when trying to rewind, the screen says rewind complete. When he pressed the act button, the bolus delivery screen shows unable to complete rewind. Customer was advised to remove the battery for ten minutes. He declined further troubleshooting because, he was driving. He said, he will call back if the issues persist. Customer's blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.